Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a pelvic floor repair procedure performed on (B)(6) 2019. According to the complainant, during preparation, the mesh came apart when they tried to use it. The procedure was completed with another upsylon y-mesh. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code of 2907 captures the reportable event of mesh detachment. A visual assessment was performed. Only the mesh material was returned. The mesh was received fragmented into several pieces, confirming the complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a pelvic floor repair procedure performed on (B)(6) 2019. According to the complainant, during preparation, the mesh came apart when they tried to use it. The procedure was completed with another upsylon y-mesh. There were no patient complications reported as a result of this event.